Event description:
During a lap ovarian cystectomy procedure, the knife would not retracted on the trocars. Caused perforation to the pt, there was injury to vascular in close proximity to the common iliac vein. No further info provided. The pt is in the stable condition.